Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The cause for the communication failure was isolated to a burned electrode belt cable receptacle. The root cause for the burned receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.